Event description:
Patient had a revision to remove a duofix femur last year ((B)(6) 2010), due to synovitis and associated pain. The patient is still experiencing some pain, and upon further revision yesterday it was seen that there was still synovitis and minor grey staining of tissue around the anterior femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.